Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited a loss of capture. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received noted the patient presented remotely via merlin.net where the issue was observed. Programming changes were performed to address the loss of capture. The patient was in stable condition.